Event description:
The reporter indicated the surgeon was loading a 12.6mm vticm5_12.6 implantable collamer lens, -06.50/+1.0/079 (sphere/cylinder/axis), and the lens tore. Unknown if there was any patient contact. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon noted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -6.50/1.0/079 (sphere/cylinder/axis) tore during loading. It is unknown if there was patient contact. A back up lens was attempted to be implanted into the left eye (os) but that also tore. Reportedly "on the second eye from the same lot I used 2 and all torn". The problem was not resolved. Cause of event is unknown: "I am not sure. I never had this happen before and I have used the lioli injector in the past. I am working with (B)(6) to try and figure this out. Trying to see if I need to change technique." H6-health effect- impact code: "4614" should be added. H6- medical device code: "3189" should be removed and "2993" should be added. Claim# (B)(4).